Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) and recurrent mitral regurgitation (mr) could not be determined. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Correction: if follow-up, what type: patient code 1964 added.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other additional clip referenced in b5 is being filed under a separate medwatch report number.na

Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade of 4. The first clip delivery system (cds) (90513u161) was advanced to the mitral valve and deployed. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A second clip (90509u201) was deployed for stabilization and to reduce mr, but after deployment, the clip detached from the posterior leaflet. The procedure was aborted. Mr grade remained at 4. No additional information was provided.